Event description:
Blood leaking out of the tubing onto the pump and floor. There seemed to be a hole in the tubing just above the pump and did not appear to be at a glued area of tubing. FDA safety report ID# (B)(4).